Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Review of system log file could not confirm the malfunction. Upon troubleshooting, it was found that the system memory got full and due to which exposure has failed. The philips engineer transferred all patient data into hospital pacs system and cleaned all patient data. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion 3 m15 series equipment must institute a routine user checks program. The responsible organization of the azurion 3 m15 series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures. No harm was reported to philips. Philips has started an investigation of this complaint.